Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, motion sensor test failure and a motor encoder position error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 120mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to a magnetic clip for his phone. The customer they were able to rewind but during bolus the insulin pump alarm motor error again and with the motion sensor failure and motor encoder position error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and encoder signal out of phase alarm due to motor error alarms. No unexpected alarms anomalies were noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.